Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. It was reported by the sales rep that, during wound closure, two - 1 vicrly (ctx) suture tips broke off. Initial count was correct and first closing count was correct. The broken tips were noted to surgeon and circulator by surgical residents immediately upon noticing the error. Surgeon prompted team to stop skin closure and look for suture tip. One suture tip was recovered and surgeon requested to call for a two view flat plate xr of the knee. After x rays were taken, the second suture tip was located and recovered upon visualization of the intraoperative radiographs. After both suture tips were out accounted for, a final xr was taken and closure resumed. Radiologist dr. (B)(6) confirmed that no sutures or other surgical instrumentation is visualized in final xrays. Notified charge rn and nurse manager of discrepancy and recovery of items. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available."